Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the tip sleeve overheated and melted during use. It was also reported there was a slight/minor delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a surgical procedure, the tip sleeve overheated and melted during use. It was also reported there was a slight/minor delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.